Manufacturer narrative:
B3: date of event - aware date of 15may2023 used as event date is unknown.

Event description:
It was reported thrombosis occurred. In (B)(6) 2022, a left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). At the 45-day follow-up transesophageal echocardiogram (tee), no device related thrombus was noted. During a routine follow-up examination one (1) year post index procedure in (B)(6) 2023, tee identified a thrombus on the surface of the closure device. Patient was instructed to discontinue plavix and begin eliquis. No patient complications were reported.

Event description:
It was reported thrombosis occurred. In (B)(6) 2022, a left atrial appendage (laa) closure procedure was performed using a 24mm watchman flx laa closure device with delivery system (wds). At the 45-day follow-up transesophageal echocardiogram (tee), no device related thrombus was noted. During a routine follow-up examination one (1) year post index procedure in (B)(6) 2023, tee identified a thrombus on the surface of the closure device. Patient was instructed to discontinue plavix and begin eliquis. No patient complications were reported. It was previously reported the routine follow up examination one (1) year post index procedure occurred in (B)(6) 2023 however it took place in (B)(6) 2023. The post procedural thrombus was pedunculated and mobile.